Event description:
A patient reported blood glucose results of "7.6 mmol/l and 5.7 mmol/l" with a lifescan meter, performed within 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution are being replaced.